Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: review of the black box data revealed one power on reset event that occurred after a call service 088 alarm on (B)(6) 2018. The battery compartment was confirmed to be cracked. The returned battery cap was intact and without damage, able to fit to the pump properly. The pump was powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump had intermittent power issue, the battery compartment is cracked. The reporter denied damage to the battery cap and confirmed the battery cap has never been replaced. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.